Event description:
The event is reported as: complaint alleges: the rubber bands are breaking inside the package. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.